Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determined the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the tip of the instrument broke off during the surgery. Although the instrument was used in surgery. No pieces are left in the patient and no patient complications were reported.